Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is on unknown veptr components, quantity 3. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: a patient, implanted on an unknown date with vertical expandable prosthetic titanium rib (veptr) components began to experience lower limb pain and a high fever in (B)(6) 2012. On (B)(6) 2012 the patient was readmitted to the hospital. Patient's white blood cell count (wbc) and c-reactive protein (crp) were both extremely high. During the hospital stay the patient was treated with antibiotics from (B)(6) 2012. During outpatient visits the blood test levels continued to fall outside the normal range and worsen. On (B)(6) 2013 debridement was performed but the wbc and crp counts were still high. Patient was returned to the o.r. On (B)(6) 2013 and all veptr components were removed. This report is on unknown veptr components. This report is 1 of 1 for complaint (B)(4).